Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 01oct21. The event occurred during bench test. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact, scratches and cracks on lcd lens screen. The customer stated problem was not duplicated. Error problem was found in the device ehl (event history log) review. Replaced the dso (downstream occlusion sesnor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump displayed a cassette not attached alarm. No adverse patient effects were reported.